Manufacturer narrative:
The company rep was unable to duplicate the reported event. In addition, the review of the fault journal at the time of event did not verify the reported event. The company rep performed leak and pressure tests. The iabp passed the tests. The company rep performed the performance and functional tests. The iabp met the factory specifications. Note: the unit was on loan at (B)(6) hospital. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "leak in iab catheter" alarm. The patient was switched to another unit and therapy continued. No patient injury was reported. Also refer uf/importer report #: (B)(4).